Event description:
It was reported that a clearlink, paclitaxel set leaked right under the drip chamber, "where the line connects". This occurred while priming the tubing with saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
D4: lot #: the suspect lot # was either r23d27055 or r24b17062. D4: expiration date: suspect lot r23d27055 has an expiration date of 04/27/2025 and suspect lot r24b17062 has an expiration date of 02/19/2026. D4 UDI # (additional): suspect lot r23d27055 has an UDI # (B)(4) and suspect lot r24b17062 has an UDI # (B)(4). E1: initial reporter address: (B)(6); e1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: there are two more suspected lot numbers r24a17093 and r24b19024 including r23d27055 and r24b17062. D4: expiration date: suspected lot r24a17093 has an expiration date of 01/18/2026. And suspected lot r24b19024 has an expiration date of 02/20/2026. D4 UDI # (additional): suspect lot r24a17093 has an UDI # (B)(4) and suspect lot r24b19024 has an UDI # (B)(4). H4: device manufacture date: the lot r23d27055 was manufactured on 04/27/2023. The lot r24b17062 was manufactured on 02/19/2024. The lot r24a17093 was manufactured on 01/19/2024. The lot r24b19024 was manufactured on 02/20/2024. H11: the actual device was received for evaluation. A visual inspection was performed, and it was noted that the assembly of the tubing and drip chamber was not according to specification. The assembly was slightly below the first reference line for the drip chamber. Pressure test and clear passage under water were performed, and it was noted that there was a leak between the assembly of the tubing into the drip chamber. Priming was also performed, and it was noted that there was a leak between the assembly of the tubing and the drip chamber. The reported condition was verified. The cause of the reported condition was improper assembly method; a low insertion could generate a lack of interference in some areas of the joint of the tubing and the drip chamber. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.